Event description:
Procedure performed: lap chole. Event description: I received today an email from the pharmacist reporting an incident with our clip applier. The surgeon mentioned to the pharmacist that the clips of one of our clip applier did not hold on an artery. At this stage, I do not have more information. I will investigate and will update you on missing information required. Additional information received from company rep. Via email on 18oct2024: the surgeon had skeletonized the cystic artery and used our clip applier to close the vessel. The surgeon pushed the trigger and placed the clip around the artery. It seems the clip slided between the jaw. The risk mentioned was to close the jaws and damage or cut the artery without sealing it. The clip was closed and has been removed. Then, the surgeon placed a second clip which closed properly the artery. The procedure has been performed normally after this incident. They used the same clip applier to close the cystic artery. The clip was completely closed. The clip was on cystic artery. Additional information received from company rep. Via email on 25oct2024: when it was time to close the clip applier, the jaw caught an artery and cut it. Often, the clip did not load properly in the jaws¿. Additional information received from company rep. Via email on 07nov2024: the surgeon pushed the trigger and placed the clip around the artery. It seems the clip slided between the jaw. The device was being used to place a clip when it caught the artery. The device was just being moved around. The surgeon did not use it to dissect. Intervention: they used the same clip applier to close the cystic artery. Patient status: patient is ok, this incident had no incidence on patient status.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: lap chole. Event description: I received today an email from the pharmacist reporting an incident with our clip applier. The surgeon mentioned to the pharmacist that the clips of one of our clip appliers did not hold on to an artery. At this stage, I do not have more information. I will investigate and will update you on missing information required. Additional information received from company rep. Via email on 18oct24: the surgeon had skeletonized the cystic artery and used our clip applier to close the vessel. The surgeon pushed the trigger and placed the clip around the artery. It seems the clip slided between the jaw. The risk mentioned was to close the jaws and damage or cut the artery without sealing it. The clip was closed and has been removed. Then, the surgeon placed a second clip which closed properly the artery. The procedure has been performed normally after this incident. They used the same clip applier to close the cystic artery. The clip was completely closed. The clip was on cystic artery. Additional information received from company rep. Via email on 25oct24: when it was time to close the clip applier, the jaw caught an artery and cut it. Often, the clip did not load properly in the jaws¿. Additional information received from company rep. Via email on 07nov24: the surgeon pushed the trigger and placed the clip around the artery. It seems the clip slided between the jaw. The device was being used to place a clip when it caught the artery. The device was just being moved around. The surgeon did not use it to dissect. Intervention: they used the same clip applier to close the cystic artery. Patient status: patient is ok, this incident had no incidence on patient status.